Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose 80 mg/dl at the time of incident. The customer reports getting battery errors and a second occurrence of replace battery now without a low battery warning. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery power loss error alarm noted during testing. Unit was received with cracked retainer, minor scratched display window and scratched case.